Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned, and it was confirmed that the guidewire was broken and kinked. There is evidence of a ductile fracture caused by tension forces. T is probable that there were difficulties experienced during advancing or retracting the during the clinical procedure causing the damage noted to the device. An assignable cause of procedural factors will be assigned to the reported and analyzed issues.

Event description:
It was reported that the guidewire (subject device) broke into two pieces. No additional information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the guidewire (subject device) broke into two pieces. No additional information is available.